Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failed upon recovery. A field service engineer removed the latch, cleaned oxidation from the sensor connections, applied conductive grease, and reinserted it into the remote manager. The field service engineer adjusted the remote manager for a better fit to the hasp, successfully restored service. The field service engineer tested the application several times with the client performing inventories and also checked in the hardware test application. Additionally, the field service engineer performed proactive inspection process, and no failures were noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was a remote manager failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.